Manufacturer narrative:
The customer reported that the ECG holter scan became corrupted when it was downloaded into the pc, and the scan could not be evaluated. It was necessary to send the pt home for a second scan. The factory has not yet received the device for eval, and the complaint is still being investigated. A follow-up report will be submitted, upon completion of the investigation.

Event description:
The customer reported that the ECG holter scan became corrupted when it was downloaded into the pc, and the scan could not be evaluated. It was necessary to send the pt home for a second scan.